Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had unregulated flow. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that sedative drips were being prepared for a patient intubation, and although the pump door was closed, the pump was not on, yet the medication was dripping as if wide open. Verbatim: it was reported, "in prepping to electively intubate the patient, sedative drips were prepared. Once primed, the propofol was roller clamped and attached to patient. I then placed it on the pump and unroller clamped. Pump was not turned on and began prepping drip. I immediately roller clamped it again. The ms was already at the bedside in preparation for intubation. He was made aware and we proceeded to intubate in more emergent fashion. This is a very high risk as the door was closed, the pump was not on, yet the medication was dripping as if "wide open" at free flow. Once the patient was intubated, the channel was changed out. The charge rn was notified as well as the uhs supervisor. There was no patient harm.

Manufacturer narrative:
Correction" b5 describe event or problem: it was reported that unspecified bd¿ tubing had unregulated flow. The following information was provided by the initial reporter: material no: unknown . Batch no: unknown. It was reported that sedative drips were being prepared for a patient intubation, and although the pump door was closed, the pump was not on, yet the medication was drip h6: investigation summary: no product or photo was returned by the customer. It was reported that sedative drips were being prepared for a patient intubation, and although the pump door was closed, the pump was not on, yet the medication was dripping as if wide open. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ tubing had unregulated flow. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that sedative drips were being prepared for a patient intubation, and although the pump door was closed, the pump was not on, yet the medication was dripping as if wide open.